Event description:
The surgeon attempted to use an msi-pf injector. The injector cracked at the nose cone area where the cartridge locks into the injection system. There was no patient injury or adverse event.